Event description:
Removal of endosseous dental implant. Implant was placed in site area number 13. It is reported that the patient has poor bone quality and is a smoker.

Manufacturer narrative:
It was reported by the doctor that the patient has poor bone quality and is a smoker. Hiossen inc. Was unable to investigate since lot number and actual product is not available. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the failure of implantation is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.